Manufacturer narrative:
Analysis of the pump on 2017-mar-07 revealed high battery resistance. The previously applied conclusion code is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 441.3 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that upon interrogation, the pump was in safe state due to low battery. The low battery reset occurred on (B)(6) 2017 at 15:06. It was noted the pump logs were checked. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative. The initial reporter was the physician. The pump was interrogated and then technical services was called. The pump was replaced on (B)(6) 2017. The pump was stated to be sent back.

Manufacturer narrative:
Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.